Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to clinic for unrelated magnetic resonance imaging (MRI). During a pre-MRI check, loss of capture, low sensing, and decreased pacing impedance were observed on the right ventricular (rv) lead. Diagnostic imaging from a previous follow-up revealed the rv lead had perforated the apex. In addition, the patient experienced phrenic nerve stimulation. A lead revision is anticipated but has not been performed. The patient was in stable condition with no adverse consequences.

Event description:
Additional information was received indicating no intervention will be performed, the lead remains implanted and will continue to be monitored.